Event description:
It was reported that during a surgical procedure at the user facility, a pack of sponges was found to be fraying. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, a pack of sponges was found to be fraying. No medical intervention and no adverse consequences were reported with this event.